Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device failed rate accuracy and calibration was confirmed and replicated during laboratory testing. An initial rate accuracy testing of the source pump module using alaris system maintenance (asm) found the device was out of specification with an actual error of 4.2825 %. The volume per mechanical revolution (vpmr) was noted to be computed as 154 l. A rate calibration test was performed on the received pump module, as a result, the pump module¿s new vpmr was displayed as 147.5 l, which was out of acceptable range. The bezel assembly was tested by temporarily replacing the pump module¿s camshaft for testing purposes only. A calibration was performed and the vpmr value increased, and it was able to be calibrated from 154 l to 160.7 l. After successfully calibrating the pump module, a rate accuracy test was performed. As a result, the suspect pump module passed the test with an actual error of -0.0667% at a vpmr of 160.7 l, the acceptable error for this test is ±3.400 %. A review of the suspect pump module s/n 16340520 error log was performed, and no errors or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. The event log review of the suspect pump module showed that no infusions were programmed on the suspect pump module. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. The alaris system user manual v12.1.2 contains the following information regarding maintenance. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Note to repair center: the device was disassembled for this investigation. Please replace the ail assembly as it was damaged during testing. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing if the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy and calibration. There was no patient involvement.